Event description:
On (B)(6) 2025, the patient had a xi robotic-assisted laparoscopic excision of endometriosis, right salpingectomy, right ovarian cystectomy, cystoscopy, right canal of nuck cyst excision. A rumi ii uterine manipulator was placed in the uterus in a standard fashion. The surgery was completed successfully. On (B)(6) 26 office visit, the patient reported vaginal discharge and urinary tract infection-like symptoms. A vaginal exam was performed and a koh cup was felt in the vagina. On (B)(6) 2026, the patient was taken back to the operating room and under general anesthesia, the koh cup was removed. Pathology reported it as a gray metallic annular device (3.5 cm (centimeter) in length x 2.3-3.6 cm in diameter) inscribed with "cooper surgical, kcs-30, 3.0 cm" on one surface.